Event description:
Per the audiologist's report, this patient suddenly stopped hearing. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to specifications. The surgeon explanted the device and implanted a new one (surgery date not reported to cochlear).

Manufacturer narrative:
This type of event is addressed in the device labeling code.